Event description:
It was reported that the patient experienced ineffective stimulation due high impedances on one of the leads. As a result, surgical intervention was undertaken to address the issue on (B)(6) 2026. During the procedure the other lead was accidentally moved. Both leads were replaced and effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.